Event description:
Customer was initially reporting inaccurate reading with the sensor. During troubleshooting customer mentioned her third pair of reading her blood glucose was 44 mg/dl and the sensor reading was 40 mg/dl. No further information was collected on the low blood glucose event customer experienced. Customer was advised the sensor was not responding well to changes in glucose or it can be cause by inaccurate calibrations. Customer removed the sensor and it was a little bent. No further information reported.

Manufacturer narrative:
Reliability analysis inspected one opened and used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to high readings.